Event description:
Product analysis of the explanted generator and lead has been completed. The generator was found to be functioning as intended and was not at end of service. The generator met functional specifications. During analysis of the explanted lead, an abraded opening was identified in both the outer and inner silicone tubing of the positive coil with remnants of dry body fluids inside the inner and outer silicone tubing. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported via clinic notes received on (B)(6) 2012, from an office visit on (B)(6) 2012, that the patient stated her seizures have been about the same as they have always been. The patient stated that she attempted to interrupt the seizures by using the magnet however she did not feel the "buzz" that she felt before. The patient's last seizure was associated with almost 1/2 hour of unresponsiveness. The device was set to 1/30/500/30/3/1.75/500/60. Systems diagnostics resulted in ok/low/no. The device was reprogrammed however the new settings were not provided. It was thought that since the device was implanted in 2000, it may be at end of service therefore it would be replaced. Notes dated (B)(6) 2011, were also received however all that is mentioned in regards to vns is that it may need to be replaced soon. During revision surgery to address end of service of the generator, the generator could not be interrogated pre-operatively and when the surgeon opened the patient's chest incision site, he noticed there was a lead break close to the generator so the surgery performed a full revision. The surgery occurred on (B)(6) 2012. The explanted lead and generator were returned to the manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.